Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision screen in the examination room is dark and does not display. Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting, fse found that the issue was due to defective flexvision monitor. To resolve the issue, fse replaced the monitor and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor was not displaying. The device was in clinical use at the time of reported event. No harm was reported to philips. The philips field service engineer (fse) inspected the system and resolved the issue by replacing monitor. Fse replaced it and checked the operation and there was no problem.